Event description:
It was reported that the pt experienced a decrease in pain relief. On (B)(6) 2010, the pt's health care provider (hcp) was able to aspirate pt's pump reservoir, but was unable to fill it and the pt was sent home. On (B)(6) 2010, the pt stated he was returning to his clinic where his hcp was going to re-access the pump reservoir. On (B)(6) 2010, pt stated that his hcp was able to perform a "locked valve reservoir procedure" and 18cc of the pt's drug were recovered from the reservoir. It was reported the pt was being supplemented with oral pain medication and was "doing ok." It is anticipated that the pt's device will be replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.